Event description:
The surgeon inserted a single piece collamer intraocular lens model cc4204bf in the pt's eye and the haptic was broken. The surgeon removed the lens without enlarging the incision and inserted another lens. No pt injury.